Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package is opened or damaged." The device was not returned.

Event description:
It was reported that the 5cc lubricath foley catheter appeared to be shorter than usual. The patient was still able to void using the catheter.